Event description:
It was reported that 4 to 5 pin holes were found in the probe drape after discovering blood on the probe upon removal of the probe cover. They filled cover with water, and it was squirting out in several spots. This was the second drape with this issue in this case. They had to file an incident report. No patient injury, infections or complications were reported.